Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had flashing screen. No pump screen flashing when screen was turned on after being in sleep mode. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test; it failed self test. No missing segments/partial displays, white displays, flashing white displays, gray/faded displays, or unexpected display anomalies were noted during testing. In addition to this, did not observe any blank or frozen displays after any of the keypad buttons were pushed. Self test returned an unexpected pump error 63. In addition to this, adjusted the audio options audio volume 1-5, and each setting sounded the same. Pump error 63 is confirmed in the formatted history file due to a loose connection or a cold solder joint at u1 keypad assembly.